Event description:
It was reported the tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabiliztion may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."